Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the saw leaked a rust-like substance after if was sterilized. The saw did not leak during any surgical/medical procedure, so it did not come into contact with a surgical site. There have been no reported adverse consequences.